Manufacturer narrative:
Attempts to obtain additional information from the field was unsuccessful. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific (bsc) received information that this patient expired. A patient advocate contacted bsc and noted the patient's device did not work when needed. No additional information was provided.